Manufacturer narrative:
The customer started getting alarms after the questionable result was received. The previous calibration and qc tests had acceptable results. The customer found that the pinch valve tubing wasn¿t secure and reattached the tubing to resolve the issue.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results from the cobas 6000 c (501) module analyzer. The initial sodium result was 143 mmol/l and the rerun result was 138 mmol/l. The initial potassium result was 5.4 mmol/l and the rerun result was 3.6 mmol/l. The initial chloride result was 81 mmol/l and the rerun result was 104 mmol/l. The initial results were questioned by the physician which prompted the rerun. The questionable potassium and chloride results were reported outside the laboratory. The electrode lot numbers and expiration dates were asked for but not provided.